Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."

Event description:
A patient reported that she had a lot of pain in her abdomen, and had felt like a stone might pass as it had hurt to urinate. The patient went to the ER and was noted as having blood work done. The patient had noted she was unable to adjust to her stimulation. The patient's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.